Manufacturer narrative:
The field service engineer (fse) observed port #4, at waste chamber vc26, was blocked causing the waste chamber to flood. The fse flushed the port with water and cleaned the port on the chamber. The fse performed a system test and noted no further evidence of fluid leaks. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the blockage of port #4 at waste chamber, vc26. A definitive cause of the blockage of the port is unknown. (B)(4).

Event description:
The affiliate stated the customer reported approximately 10 to 20 milliliters of blue fluid leaked under the front side of the instrument involving the coulter lh 780 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.